Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that oversensed noise was observed on the lead. The patient presented to the operating room for a lead revision. All electrical parameters were normal. Imaging revealed that the lead was wrapped around the device. Twiddlers syndrome was suspected although the patient was not a known twiddler. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.